Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect anti-hbs reagent lot 24593fn00. The evaluation of complaint data for the product and likely cause architect anti-hbs reagent lot 24593fn00 did not identified increase in complaint activity for the issue of false reactive patient results. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. In-house testing was performed with a retained kit of lot 24593fn00, and all specifications were met acceptance criteria indicating the lot is performing acceptably per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The overall specificity for the architect anti-hbs assay (determined by considering result values of = 10.00 miu/ml as reactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. False positive results may arise because of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. The architect systems operation manual, section 10 documents probable causes and corrective actions for erratic results. Probable causes include probe tip is bent or damaged, pipettor probes are not straight and probe is dirty or partially clogged. Also, the fluidic subsystems consist of hardware components that control the precision and accuracy of liquid level sensing, aspiration, and dispense. Additionally, these components distribute the fluids used to wash the probes. Maintenance and status of these components is important to ensure accurate results are obtained. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbs assay lot number 24593fn00.

Event description:
The customer observed (B)(6) architect anti-hbs result on one patient. The results provided were on (B)(6) 2021, sid (B)(6) anti-hbs = (B)(6) (>or =10 miu/ml consider being protective against hepatitis b viral infection)/ repeated= (B)(6) / ml /repeated same specimen at other facility on architect= (B)(6) (< 10 miu/ml=nonreactive); hbs antigen, hbc antibody and dna quantification=(B)(6) /previous history on (B)(6) 2021= (B)(6)/ml / hbv; dna quantification=(B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section patient identifier = sid (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.